Manufacturer narrative:
The technician replaced the head up valve solenoid cartridge to repair the bed.

Event description:
Info rec'd indicates the head of the bed will not rise using the siderails or manually.